Manufacturer narrative:
It was reported that the patient battery reached 2.73v. The patient still had therapy. It is unsure if the battery depleted prematurely. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Patient weight is unknown. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient battery reached 2.73v. The patient still had therapy. It is unsure if the battery depleted prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2021. Therapy was restored post op.